Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with noise on atrial lead which caused inappropriate mode switching. The noise was reproducible with isometric movements. Patient condition was stable throughout. No programming changes were made.

Event description:
New information received noted that the atrial lead exhibited noise over-sensing, possibly due to electromagnetic interference, which led to inappropriate mode switch episodes. The patient would continue to be monitored. There were no patient consequences.